Manufacturer narrative:
(B)(4). The device analysis shows that the device was temperature sensitive and it re-entered the backup vvi mode due to temperature stress. Reset occured during the stress test at 0 degrees celsius. (B)(4).

Event description:
It was reported that the pacemaker was in back up vvi mode in the sealed package. The device was not used for implantation.